Manufacturer narrative:
It was indicated this device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, the right atrial (ra) lead was unable to be removed due to a stuck set screw. The physician closed the pocket to consult with colleagues. Four days later, the pocket was reopened. The first torque wrench broke, however, a second wrench was able to loosen the set screw. No adverse patient effects were reported.